Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of an unspecified number of tampons, the string broke into pieces. She manually removed pieces of string from her vaginal cavity. She did not seek medical attention and did not report any adverse health effects.